Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was caller stated that their implant has been taking longer to charge, and then yesterday when trying to charge the implant, the controller battery level went down to 80% and stayed there for hours while the implant battery did not go up. Caller stated all of a sudden they got a message that said recharging needs attention and the screen went blank. Caller noted they tried plugging the controller into ac power, but it would not come on. Caller said the controller is still blank now and was left plugged in all night. Caller mentioned calling their rep and was redirected to patient services. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 70% and implant is 30%. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Caller then connected recharger and confirmed charging excellent. Agent reviewed with caller everything appears to be working as intended. Caller stated they're concerned because it has been taking a very long time to charge the implant lately. Caller said it used to be 1.5 hours to full, but now it's 3-3.5 hours with excellent quality. Caller said they were also concerned about the battery levels not moving yesterday. Agent offered to replace the recharger and caller requested a battery pack as well. The issue was not resolved. An email was sent to the repair department to replace the recharger and battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial (B)(6) . Product type recharger product ID 97745bp lot# serial (B)(6) . Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial (B)(6) , ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.